Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing it was found the device displayed a whitescreen error. During further testing at the service center, the device passed testing; however, a review of the device history indicated a whitescreen error. The probable cause for the customer's reported event was due to a depleted back up battery on the user interface controller 2 (uic2) which caused corrupt random access memory (ram) data. This report represents all the information known by the reporter upon query by hospira personnel.